Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had the device replaced due to a low battery. The device was noted as near end of life/end of service (eol/eos). The pt's previous devices lasted a couple of years and this device only lasted 8 months. Impedances readings were <250 ohms on electrodes 0 and 3. It was unk if palpation caused any stimulation changes. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.